Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would lock-up with a white display during the initial boot-up sequence.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was corrupt memory. It was observed that due to the corrupted memory the unit would lock up with a white display during the initial boot-up sequence. After reloading the boot software on to the assembly, the test device powered on normally. The sc pcb assembly was an ancillary part and there was no failure of the assembly.